Manufacturer narrative:
(B)(4). No product has been returned to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a unknown procedure on unknown date and suture was used. The suture was detached from the needle easily. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.